Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, as it is not related to the device. As per the investigation procedure: particles and observed, opening on anterior side assessed, as surgical damage was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, a left side capsular contracture, baker grade iii. Physician, also reported, a left side capsular contracture, baker grade iii. The device has been explanted and replaced.

Event description:
Patient reported a left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade iii.

Event description:
Physician also reported a left side capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b g2 h6.